Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, when the fiber package was opened and remove from the sheath it was noted that the fiber tip was missing. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.